Event description:
A patient reported that a damaged charging port required manipulating the cable to register a charge and caused the pump to die overnight, leading to high blood sugar levels. The damaged port also made it difficult to upload data to her computer, which presented a safety concern and affected her ability to provide accurate therapy details to her endocrinologist. There was an adverse impact on the blood glucose level due to high readings. The patient declined further troubleshooting, and no additional corrective actions were documented as the case was closed by the cts task team, which was unable to assess battery depletion due to the logs not being uploaded.